Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed the right ventricular lead exhibited impedance anomaly; an insulation anomaly was suspected. The lead was capped and replaced during routine device change out procedure. The patient's condition was fine during and post procedure. The patient did not experience any adverse events.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the lead exhibited low pacing impedance.